Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states their levels were too high to read. The customer's most current level was 225mg/dl. The customer had treated for the highs with bolus. The customer states it was a past event and troubleshoot could not be conducted. The customer was advised to monitor the device.